Event description:
The distributor reported on behalf of their customer that the ias8-100lp, airseal 8/100mm port, was being used during a robotic gastric bypass procedure on (B)(6) 2022 when it was reported ¿the seal and the "black foam" felt to the field when inserting a gauze through the port, both felt completely and practically effortless like the glue attaching them to the plastic silencer was not in good condition.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that ¿black foam¿ had fallen into the surgical site and was removed with a laparoscopic grasper. The procedure was completed with a ¿minimal delay¿ as stated by the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: f10 codes listed in error on initial MDR; removed. Manufacturer narrative: the device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame 1,103,262 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ias8-100lp, airseal 8/100mm port, was being used during a robotic gastric bypass procedure on 24jan22 when it was reported ¿the seal and the "black foam" felt to the field when inserting a gauze through the port, both felt completely and practically effortless like the glue attaching them to the plastic silencer was not in good condition.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that ¿black foam¿ had fallen into the surgical site and was removed with a laparoscopic grasper. The procedure was completed with a ¿minimal delay¿ as stated by the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.